Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd needle eclipse 25x1 rb safety shield broke off it was reported by the customer that eclipse needles safety activation is breaking. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint-mds facility: xxxx xxxxx xxxxx xxxxx address: xxxxxx xxxx xxxxx xxxx xx xxxx contact: xxxxx xxxx-manger dept: ambulatory phone: xxx-xxx-xxxxx cell email: xxxxx.xxxxxx@xxxxxx.xxxx contact: xxxxxx xxxxx-director of ambulatory quality managment phone: xxxx-xxxx-xxxxx emal: xxxx.xxxx@xxxxxxxx.xxx issue: eclipse needles safety activation is breaking ref: 305829 lot: unknown, 3330684 and 2271572. Doe: multiple doe will send them when the acknowledgement is sent out pt harm: no.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook ID inspection at the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the qa outgoing inspection; and visual inspection of damage pivot pin at the packaging in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Materials#: 305761, batch#: 3330684. It was reported by the customer that eclipse needles safety activation is breaking. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint-mds facility: xxxx xxxxx xxxxx xxxxx address: xxxxxx xxxx xxxxx xxxx xx xxxx contact: xxxxx xxxx-manger dept: ambulatory phone: xxx-xxx-xxxxx cell email: xxxxx.xxxxxx@xxxxxx.xxxx. Contact: xxxxxx xxxxx-director of ambulatory quality management phone: xxxx-xxxx-xxxxx email: xxxx.xxxx@xxxxxxxx.xxx. Issue: eclipse needles safety activation is breaking ref: (B)(4) lot: unknown, 3330684 and 2271572. Doe: multiple doe will send them when the acknowledgement is sent out. Pt harm: no.